Event description:
A customer's husband reported that in 2008, his wife observed an error 4 message on the screen of her freestyle mini meter each time a test strip was inserted. It was reported that the customer had forgotten to take her insulin, had eaten and she then felt hyperglycemic. However, due to the error 4 message observed on her meter she was unable to obtain a reading, therefore she took metformin. Subsequently the customer suffered symptoms of confusion, vertigo, sickness and her "head was spinning". The customer's husband took the customer to a local hosp and while at the hosp the customer became unconscious. She was diagnosed with severe hyperglycemia. She reportedly was given water and then relaxed. Her blood glucose level was tested every 2 hours until her glucose levels reduced. There was no report of permanent impairment or death associated with this case.

Manufacturer narrative:
The customer's meter has been received for investigation. A follow up will be submitted once results are available.